Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint to our supplier for their information. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states tubes have difficulty suctioning properly. Customer advises they are not getting a full tube, having to toss throw away the tube and start a new one due to the lack of suction. Clarification provided by customer that the tubes are underfilling. Customer advises the tubes are underfilling by 2 ml or do not fill at all. Collection is being performed with greiner safety blood collection sets, item 450096 and 450099 with greiner holder 450209. Customer is only drawing discard tube if coagulation tube is the first tube in the collection as they thought the was the only tube that needed a discard tube drawn before it. Customer advises for the tubes not filling at all, they do see a flash of blood in the body of the sbcs. Phlebotomists are holding the tube with their thumb until the tube during collection to ensure complete fill. This is occurring with multiple phlebotomists and there are more than 10 occurrences. This issue started when they switched to greiner tubes.